Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/12/2025, an employee of an arthrex subsidiary reported via email that during a procedure on (B)(6) 2025, the loop of an ar-1588rt-ib tightrope ii rt broke while pulling the graft into the bone tunnel. The graft was retrieved, and the surgery was completed successfully using a product from another manufacturer. The procedure was delayed by over one hour, and additional anesthesia was administered. No details were provided regarding the type of surgery, and no adverse patient effects have been reported. Additional information was received on 9/17/2025: the surgery was delayed by approximately twenty minutes, not an hour as initially reported. This was discovered during an acl reconstruction procedure. All broken fragments were successfully removed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-ib, batch unknown, was returned for investigation. Visual evaluation noted that only the white sutures were returned. The sutures were torn and detached from the button. The button was inspected under magnification and was found to have surface damage and nicks. Functional testing was not performed due to the condition of the returned components. The most likely cause of the reported failure is attributed to use-related factors, specifically excessive tensile load on the suture loop during graft passage into the bone tunnel, which can exceed the mechanical limits of the loop and contribute to suture tearing and separation from the button. Refer to investigation photos. The complaint allegation is confirmed.